Event description:
It was reported that pump experienced malfunction after pump was dropped. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.